Manufacturer narrative:
Pump received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.

Event description:
The customer reported via phone call that the screen of insulin pump was flashing. The customer¿s blood glucose level was 143 mg/dl. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Troubleshooting was assisted. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.